Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus the subject device did not have an image in reprocessing. No patient harm or injury reported. No additional information available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and device evaluation. A correction to the date device returned (d9) is being made. Upon inspection and testing of the returned device, the repair center was unable to duplicate the reported event. The unit passed all functional and leak tests and no problem found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.